Manufacturer narrative:
A beckman coulter field service engineer (fse) was not sent to the customer site. The customer replaced the ise electrodes and the buffer syringe to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided.

Event description:
The customer reported receiving erroneous high patient results for na (sodium), k (potassium) and cl (chloride) on the au680 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.